Event description:
The customer's mother reported that her daughter ate 25 grams of carbohydrate for breakfast; her blood glucose reached to 389 mg/dl. Upon inspection she noticed the cannula was bent. The pod was removed and discarded.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. No product lot number was reported therefore no qualification records were reviewed.